Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient reports pain and elevated metal ion levels. No revision procedure has been scheduled.

Manufacturer narrative:
Event date - no revision procedure has been performed. Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00609 / 00611).